Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140860 , test base part number 190-430 / lot: m140860 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is 0.03%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct nasopharyngeal swab. Repeat testing was performed with a new sample and generated negative results. Confirmation testing was performed on (B)(6) 2021 with pcr and generated negative results. Per the customer the patients were symptomatic. The customer confirmed there were no patients harmed due to test results. Additionally, the customer confirmed there was no impact or delay in treatment due to test results. Per the customer additional information will not be provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.